Event description:
Patient reported "leak". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional later reported no complaint against the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b2, b5, d1, d2a, d2b, d4, d6a, d6b, g2, g4, h6